Event description:
Boston scientific received info that this right ventricular (rv) lead dislodged eight days post implant. The lead was found in the right atrial (ra) and was capturing the ra. A lead revision was performed where this lead was successfully repositioned. Adverse pt effects were reported. No add'l info is available at this time. If add'l info becomes available, this report will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.